Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level.. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer administered a manual insulin injection to address bg. Reportedly, customer's cartridge ran out of insulin. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.